Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2018-04052. The patient presented in clinic due to syncope. The device was interrogated and a loss of capture and oversensing was noted on the right ventricular and left ventricular leads. Technical support was contacted and the device was reprogrammed. The patient was in stable condition and will continue to be monitored.